Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, labeling, and applicable manufacturing records. Based on a review of this information, the following was concluded: the complaint of a damaged introducer was confirmed and based on the condition of the returned sample, it appeared that the introducer was damaged during use. One 5fr x 7cm ptfe introducer sheath was returned for investigation. Damage was observed at the distal end of the sheath. The distal edge of the sheath was crumpled. The sheath length was within specification. The undamaged section of the taper at the distal end of the sheath appeared to be properly formed. The sheath was kinked 1.7cm from the distal end of the red tabs. It appears that the kink occurred without the internal support of the dilator. The dilator was not returned for investigation. Blood residue was observed within the crumpled folds of the sheath, which indicates that the sample was used. This type of damage can occur during use when the sheath comes in contact with the surrounding tissue of the insertion site. The sheath and dilator should be advanced together as a unit over the guidewire, using a slight rotational motion. Since the damage was observed on the sheath, the complaint was confirmed. Due to the condition of the sample, it appeared that the damage occurred during use. A lot history review (lhr) of redn1563 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC placement, introducer was placed over wire but unable to be inserted. Patient experienced discomfort, rn withdrew peel away sheath and observed a blunt tear/notch at the distal end of the peel away sheath, the dilator did not appear to be affected. No patient harm observed other than discomfort. Rn opened a new introducer and PICC was placed successfully.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redn1563 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during PICC placement, introducer was placed over wire but unable to be inserted. Patient experienced discomfort, rn withdrew peel away sheath and observed a blunt tear/notch at the distal end of the peel away sheath, the dilator did not appear to be affected. No patient harm observed other than discomfort. Rn opened a new introducer and PICC was placed successfully.